Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack on the pump and incomplete programming, resulting in a zero-unit basal fca. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self -test. Unit passed the displacement accuracy test (dat) with 0.0874 inches. P-cap attached and locked into place properly. No pump error or alerts noted during normal bolus. Programmed and delivered multiple boluses. All boluses were properly recorded in pump history daily totals. Unit was successfully downloaded using thump for history files and trace files. No bolus anomalies noted during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on force sensor. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, missing display window cover, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, serial number label missing. Bolus anomaly is not confirmed. Cosmetic damage is confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.